Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg >600 mg/dl) with a trace of ketones and the cause was not known. A corrective bolus and insulin injections were used to address bg. The pump supplies were changed multiple times. During troubleshooting with tandem technical support, insulin was not observed exiting the cartridge pigtail. The customer declined further troubleshooting. Tandem clinical diabetes specialist confirmed insulin was not exiting cartridge pigtail.